Event description:
It was reported that the pt had an implanted rechargeable scs that worked well until the "butt connectors came apart" and it stopped working. On 9-jul-2010 the pt had the device replaced with a product from another MFR.

Manufacturer narrative:
(B)(4).